Event description:
It was reported that the user awoke to a continuous glucose reading of 47 mg/dl on the ilet-integrated dexcom g7, consumed carbohydrates including a fruit bar and juice, and subsequently experienced hyperglycemia up to 251 mg/dl, after which an ilet-delivered correction dose brought glucose back to target range; the event included signal loss to the ilet only and troubleshooting and education were completed. Symptoms included hypoglycemia followed by hyperglycemia without loss of consciousness, dka, or other acute sequelae. Outcomes included temporary excursion of glucose outside the target range without hospitalization or professional medical intervention. Investigation included user coaching and recommendation to contact dexcom for potential cgm replacement and assessment of signal performance. Investigation of this case revealed a cgm communication issue affecting data transmission to the ilet, with device performance otherwise recovering and insulin delivery functioning as intended once readings resumed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm signal loss leading to inaccurate treatment decisions by the user during the outage, rather than a malfunction of ilet insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.